Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 hardware had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 2.1 and 2.2 were not detected on the bus, with no indicator lights on the boards. A field service engineer (fse) replaced both drawer controller boards and the pyxibus module control board, and the retractor band and pyxibus cable were inspected. After booting the system, functionality was verified using the hardware test application, followed by launching the application and successfully configuring the boards in storage space configuration. The system functioned as intended after field service engineer repaired the device.